Event description:
Facility is not affected. One box in stock, unopened. Removed from supply. Abbott glucose test strips recall: due to false low blood glucose results. Diagnosis or reason for use: diabetes. Precision xtra, precision xceed: 1 box affected: unopened.